Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired due to kidney failure (see MFR# 2916596-2025-06684 for outcome information). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with fatigue, falls, decreased appetite, and volume overload. They were admitted to the intensive care unit (ICU) for swan guided medical management. The right heart catheterization (rhc) showed elevated biventricular filling pressures. The right was greater than the left with post capillary pulmonary hypertension (ph). They had a preserved cardiac output/cardiac index. The patient received intravenous dobutamine, nipride, and diuresis. Their blood cultures were negative. The patient was treated with vancomycin/zosyn. A transthoracic echocardiogram (tee) showed the ejection fraction as 15-20%. The right ventricle (rv) was moderately dilated with mild to moderately reduced function. The patient had mild rv dilation and mildly reduced function prior to implant with the ventricular assist device (vad). The patient was transferred to rehabilitation.